Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device released the clips but they did not close. Another similar device had to be used to complete the surgery. There was no adverse patient consequence.